Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the physician attempted to implant a second lead without success. The patient is working with their physician to determine the next plan of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed (reference MFR. Report#: 1627487-2017-08650).